Event description:
It was reported the patient experienced a burning sensation following a CT scan of the heart, with dye. The device system was off. The patient had not used the device system for over a week. The patient's pain changed right after the CT scan; the pain got worse (burning). The patient was scheduled to see her physician. It was also reported the patient's device system needed recharging. The patient was at work at the time of the report. Additional information has been requested from the hcp, but was not available as of the date of this report.